Event description:
In an inbound call, the patient reported that with their last 2 boxes of v-go 30 devices, more than half of them have fallen off. When asked if the patient is using an alcohol swab to clean the infusion site prior to applying the v-go, the patient responded that it is not alcohol-based but a solution. After advising that an alcohol swab will clear any lotions and ointments from the infusion site, the patient responded that they will try but this is the first time this has happened since starting v-go about 2 years ago. The patient mentioned that as the adhesive is coming off, the needle is hurting them. The patient stated that they apply the v-go 30 devices on their stomach, and they previously wore them between thighs, but it hurts when they get up or there is movement. The patient mentioned that after the v-go devices fall off, they experience hyperglycemia, and their sugar is not where they want it. When asked for clarification, the patient responded that their preferred range is between 100-180 but when it falls off, their readings are out of range. The patient declined to provide additional detail. The devices are not available for return to the manufacturer for evaluation.

Manufacturer narrative:
Mannkind corp adverse event (ae) assessor contacted the type 2 diabetes mellitus (dm), vgo 30, novolog user for 2 years. Client is reporting more than half of the v-go devices from one box, and 3-4 from the next box have fallen off. Client reports they have been using the product for the past 2 years and has not changed the way they apply to the skin. This is a new recent issue the adhesive is becoming loose from the device and falling off. Sometimes this can happen within 15 minutes of putting on a new device. The patient is afraid of the device falling off that they hold their hand over the device when moving. Client lives in texas, but rarely is outside in the hot weather. Client denies any moisture, sweating or leaking from the device. Device is placed on abdomen, above the waist line, rotating sites daily. Client does not use the alcohol swab to clean the site prior to applying a device. The patient does wash site with soap and water, dries prior to placing the device. The patient does use a spray (name unknown) to help remove the adhesive tape, stating soap, water and alcohol swab do not remove the adhesive tape. Reviewed with client v-go manual pages 20-21 steps to apply the v-go. Client restated they have been doing the same steps for 2 years, this is a new issue with the adhesive pad. Client is willing to try the alcohol swab and cavilon wipes. Advised option for adhesive remover wipes. Emailed client list of products available. When the device falls off the patient experiences pain from the needle. Pain is not uncommon from the needle contact with skin and is temporarily. Due to the delay of insulin and time to fill and applying new device, client does experience elevated blood sugar readings above their desired blood glucose range. Specific numbers were not shared. Stating normal readings are 100-180. The client has not saved any v-go devices that fell off. Device contribution cannot be excluded.